Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that, during a routine follow-up, this right ventricular (rv) lead was observed to have increased pacing thresholds, decreased sensing amplitudes, and high out of range pacing impedances. The device is programmed to left ventricular pacing so the patient has not been impacted by the change in parameters. A revision procedure is expected to occur but has not been scheduled. This rv lead remains in service. No adverse patient effects were reported.